Event description:
Had sientra silimed gummy bear implants put in (B)(6) 2018. I was sick the first week with thrush following with candida. Gained 20 lbs in a month and a half. Shortness of breath, had 2 x -rays that were clear. Bloodwork they was clear. Acne started where I never had acne even as a teenager. I had numbness in both hands, I was exhausted could not work a full day. I am (B)(6) and was miserable. Explanted 1 year later 1 week ago (B)(6) 2019. I feel 95 percent better.